Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a temporary pacing lead was used for six days after the explant and then a new system was implanted.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2010; dtba1d1 crtd implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to a pocket infection. No further patient complications have been reported as a result of this event.